Event description:
It was reported that this pacemaker system stored atrial tachy response (atr) episodes that were either due to right atrial (ra) lead noise and/or atrial fibrillation (af). Additionally, there were alerts due to low amplitude p-waves and unsuccessful right atrial automatic threshold (raat) tests. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.